Event description:
It is reported that the surgeon implanted the articular surface without the use of the locking screw.

Manufacturer narrative:
Evaluation summary: the failure could be attributed to, but not limited to, the taper plug having been improperly impacted or seated to the tibial plate. Therefore, when the tibial plate was implanted onto the bone, the taper plug may have loosened and disengaged from the plate. This would prevent the screw from reaching the threads on the taper plug. Without additional information, a definitive cause for this complaint cannot be determined at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.